Manufacturer narrative:
As reported, after the 6x18 palmaz blue/aviator stent delivery system (sds) was unpacked, the stent was found to be dislodged before entering the patient's body. The device was replaced with a new unknown stent to complete the surgery. The patient was not harmed. This occurred during a renal artery stent implantation. The operator has been trained. The device was stored according to the instructions for use (IFU). There were no damages noted to the packaging of the device. The stent delivery system (sds) was prepped according to the IFU. The stent was not manipulated during prep. The intended lesion was in the renal artery which had more than 30% stenosis and calcification. The lesion diameter was measured to be 7mm. The device was not being used to treat a chronic total occlusion. The vessel did not have any tortuosity. No images were provided showing the dislodged stent. The device was returned for evaluation. A non-sterile ¿blue/aviator plus 6x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected, the balloon was received deflated, and the stent was mounted in the manufacturing position over the balloon. No damages or anomalies were observed on the returned unit. The balloon area was inspected using a vision system to get an amplified image. No stent dislodged conditions were present in the received unit. Functional analysis was performed, the balloon was inflated, and the stent was removed to verify the presence of the crimping struts which are visible from the stent mounting process during manufacturing. With the presence of the stent and the mentioned struts it was concluded that the stent was not dislodged before its arrival for evaluation. A product history record (phr) review of lot 82263852 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was not confirmed during device analysis. The exact cause cannot be determined. The stent of the unit was observed properly mounted on the balloon of the sds unit with stent strut impressions noted on the surface of the balloon. Neither stent dislodged nor any damages were noted on the stent delivery system. Procedural and/or handling factors during device preparation may have contributed to the reported event. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 6x18 palmaz blue/aviator was unpacked, the stent was found to be dislodged before entering the patient's body. The device was replaced with a new unknown stent to complete the surgery. The patient was not harmed. The product can be returned. This occurred during a renal artery stent implantation. The operator has been trained. The device was stored according to the instructions for use (IFU). That there were no damages noted to the packaging of the device. The stent delivery system (sds) was prepped according to the IFU. The stent was not manipulated during prep. The intended lesion was in the renal artery with stenosis. The lesion diameter was measured to be 7mm. The lesion was noted to have calcification. The lesion had more than a 30% stenosis. The device was not being used to treat a chronic total occlusion. The vessel did not have any tortuosity. The device will be returned for evaluation. There are no images available, showing the dislodged stent.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82263852 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6x18 palmaz blue/aviator was unpacked, the stent was found to be dislodged before entering the patient's body. The device was replaced with a new unknown stent to complete the surgery. The patient was not harmed. The product can be returned. This occurred during a renal artery stent implantation. The operator has been trained. The device was stored according to the instructions for use (IFU). That there were no damages noted to the packaging of the device. The stent delivery system (sds) was prepped according to the IFU. The stent was not manipulated during prep. The intended lesion was in the renal artery with stenosis. The lesion diameter was measured to be 7mm. The lesion was noted to have calcification. The lesion had more than a 30% stenosis. The device was not being used to treat a chronic total occlusion. The vessel did not have any tortuosity. The device will be returned for evaluation. There are no images available, showing the dislodged stent.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6x18 palmaz blue/aviator was unpacked, the stent was found to be dislodged before entering the patient's body. The device was replaced with a new unknown stent to complete the surgery. The patient was not harmed. The product can be returned. This occurred during a renal artery stent implantation. The operator has been trained. The device was stored according to the instructions for use (IFU). That there were no damages noted to the packaging of the device. The stent delivery system (sds) was prepped according to the IFU. The stent was not manipulated during prep. The intended lesion was in the renal artery with stenosis. The lesion diameter was measured to be 7mm. The lesion was noted to have calcification. The lesion had more than a 30% stenosis. The device was not being used to treat a chronic total occlusion. The vessel did not have any tortuosity. The device will be returned for evaluation. There are no images available, showing the dislodged stent.